Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low impedance warning triggered on the right atrial (ra) lead. The lead has a history of chronically low impedance. In addition, there was a high threshold measurement recorded. The ra lead remains in use. No patient complications have been reported as a result of this event.